Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father called to report a hospitalization due to high blood glucose. Customer has been admitted to ICU. The blood glucose reading at the time of the event was 485 mg/dl. Customer was not feeling well. Diagnosed diabetic ketoacidosis and dehydration. During troubleshooting, the high pressure test passed. Nothing further reported.